Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported in the oncology clinic; devices will often experience error code 240.4150 (voltage too high on transducers). Clinicians will "blow on the channel" and that "sometimes fixes it" there was patient involvement, however harm is unknown.

Event description:
It was reported in the oncology clinic; devices will often experience error code 240.4150 (voltage too high on transducers). Clinicians will "blow on the channel" and that "sometimes fixes it" there was patient involvement, however harm is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the system alarming an error code 240.4150.5 (log-only severity; bottle side pressure sensor failure) could not be replicated; however, it was confirmed through a review of the device logs, and during extensive testing it was found that one of the returned device¿s bottle side pressure sensor was outside of specification. A review of the devices error logs showed that suspect pump modules s/n: (B)(6) only had instances of the error code 240.4150.5 (log-only severity; bottle side pressure sensor failure, see image 1) early as on (B)(6) 2024 and on (B)(6) 2023 respectively. Initial pressure sensors test results in the as received condition showed no issues or instances of the device alarming an error code 240.4150.5 (log-only severity; bottle side pressure sensor failure). Analog sensors test results showed that suspect pump module s/n: (B)(6) had its bottle side pressure sensor out of specification. Second pressure sensors test results with a known good bottle side pressure sensor on suspect pump module s/n: (B)(6) showed no issues or instances of the device alarming an error code 240.4150.5 (log-only severity; bottle side pressure sensor failure). An external and internal inspection of the suspect pump modules exhibited the following: no obvious issues or anomalies were observed with the returned device. All components inspected were manufactured by bd. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) work order (wo): (B)(4). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6), wo: (B)(4). The bottle side pressure sensor was found out of specification, please replace bottle side pressure sensor. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the devices presenting error code 240.4150.5 (log-only severity; bottle side pressure sensor failure) was attributed to a defective bottle side pressure sensor on suspect pump module s/n: (B)(6). The log review and test results confirmed that the returned device¿s bottle side pressure sensor was outside of specification; however, the issue could not be replicated on s/n: (B)(6) after extensive testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.